Manufacturer narrative:
Event was reported to have occurred "on an unreported date at present". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a stomachache and cloudy effluent. The cause of the event was not reported. It was reported the patient "planned to go to the hospital (day after receipt of this report) for treatment. At the time of this report, the patient was not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.